Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid effluent. On the same day as the event onset, the patient was hospitalized and was treated with fortum (2g, every other day, intravenous, discontinued after 13 days) and cefazolin (2g, every other day, intravenous, discontinued after 13 days) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. The reporter declined to provide additional information.